Event description:
Information received by medtronic indicated that the insulin pump had a cracked at the battery compartment and downside of pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer complaint notes, stated battery compartment. Insulin pump received with cracked case at the display window corners, cracked window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and broken reservoir tube lip. The insulin pump was received with 50% of reservoir tube lip broken off, however the test infusion set and reservoir did lock properly into place pump passed the displacement test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.